Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the water tightness was lost due to deformation of the grip. Bending of the angle in the up direction did not meet the standard value due to the wearing of the angle wire. Also, the play of the up/down knob was out of the standard value, it made an abnormal sound due to damage, and was scratched. The adhesive on the bending section cover/ distal sheath was chipped, the forceps elevator knob was scratched, forceps elevator lever was scratched, the grip was scratched, the adhesive around the objective lens was peeled, the adhesive around light guide lens was peeled, the plastic distal end cover/probe cover was scratched, and the connecting tube was scratched and wrinkled. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle contained foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.